Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. Component causality was determined to be the upper and lower hook switch gaps which were out of specification. The device was calibrated to correct this condition. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no patient involvement.